Manufacturer narrative:
Received the following: one new list# b33276, 6" smallbore trifuse ext set w/3 microclave®, 0.2 micron filter, 3 clamps, rotating luer; lot# 13617779. Two used list# b33276, 6" smallbore trifuse ext set w/3 microclave®, 0.2 micron filter, 3 clamps, rotating luer; lot# 13617779. --> four used list# unknown, clave; lot# unknown no visual damages or anomalies were observed. The reported complaint of cracks in filter could be confirmed. The returned samples were tested and a leak was observed in the filter. The probable cause is from the temporary loss of hydrophobic properties. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b5 - describe event or problem, d10 concomitant product, e3 - initial reporter occupation, h6 component code and h6 type of investigation.

Event description:
Correction: the event occurred on either the 16-aug-2025 or 17-aug-2025.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a 6" smallbore trifuse ext set w/3 microclave®, 0.2 micron filter, 3 clamps, rotating luer where the reporter stated that "their nicu team has noted that the trifuses have cracks in the filter or near the clave and leaking at the filter during use on patient. This has resulted in them having to change lines, increasing risk for infection." There was patient involvement but no adverse event.